Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument emergency stop switch was broken. There was a procedural prolongation of less than 30 minutes during a therapeutic ureteroscopy under sedation. The procedure was completed with a backup device. There were no reports of patient harm.